Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a and b). Two new samples were collected from the same patient and both were tested on the same cobas liat analyzer and both generated a negative result for all three targets. It is unknown if any results were reported out. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.